Manufacturer narrative:
Product ID 309328 lot# 0207003505, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that it was hard to insert the tined lead to the ¿plot 2¿ and ¿impossible¿ to insert ¿completely.¿ no actions were taken and stimulation in the ¿good area¿ was able to be maintained. No patient symptoms were reported. A follow up report will be sent if additional information is received.